Manufacturer narrative:
(B)(4).

Event description:
During a multilevel spine procedure, near the end of use, the electrode tips were getting gunked up and the doctor noted small sparks between the probe tips. The tips were wiped with a wet lap and customer confirmed saline was flowing, but when the device was activated again it sparked. Another device from an unknown lot was used with the same generator and it worked successfully to complete the procedure. There was no reported patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.